Manufacturer narrative:
No sample or lot number information has been received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A physician reported that metallic appearing particulates were seen within the corneal main incision of eye during post-operative examination of the patient after a surgery. There was no report of any patient harm. Additional information has been requested but none received.